Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead system exhibited high, out-of-range (oor) shock lead impedance measurements. Surgical intervention was performed and the competitor's rv lead was surgically abandonded. A new rv lead was implanted and this ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.